Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain and chronic low back pain. It was reported that the controller kit and recharger were lost due to a house fire. The patient indicated they have not been able to charge and believes their ins battery is discharged. No symptoms reported. Additional information received, the patient has not lost their equipment but is not allowed in their building so will have new items sent to them.